Manufacturer narrative:
Correction (01mar2021): h9 and h10 have been corrected. Siemens healthcare diagnostics investigated complaints regarding the issue where patient orders may be run on an atellica ch 930 analyzer where the assay has been disabled. Siemens determined that discrepant results may be generated if the issue occurs. A patient order may sporadically be processed at an analyzer where the assay has been disabled by the user for any reason (e.g. If qc is out of range). A potentially discrepant result may be reported from the analyzer where the assay was disabled depending on the reason for it being disabled. This issue only occurs if the following conditions are met: - a cal/qc workorder is not able to be run on an analyzer because the targeted analyzer was down. - the analyzer is then put back into service but patient processing for the assay was disabled by the user and at the same time. Patient samples were loaded from the sample handler drawer. Note: if the atellica solution has multiple analyzers connected, then it is possible that the patient order may be processed at an analyzer where the assay has not been disabled. In this case the issue will not occur. Any assay on the ch or im analyzers may be affected if it was disabled on one of the analyzers. An urgent medical device correction (umdc) asw21-02.a.us was sent to us customers and an urgent field safety notice (ufsn) asw21-02.a.ous was sent to outside the us (ous) customers in december of 2020. The umdc and ufsn explain the behavior described above and requests customers to follow the instructions of the umdc/ufsn to ensure the correct operation of the systems. The umdc and ufsn delineate that software v1.24 or higher will be released soon to resolve these behaviors. To date, there are no allegations of injury due to this behavior.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse noted a vacuum pressure issue and a cracked waste reservoir. The cse replaced the water reservoir and a luminometer. System was operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Four discordant, falsely elevated troponin and one discordant, falsely depressed prolactin results were obtained on an atellica im 1600 instrument. The initial results were reported to the physician. The same sample was repeated on the same instrument. The repeated results were reported, as the correct results to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated troponin and falsely depressed prolactin results.